Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned due to high thresholds and loss of capture attributed to dislodgement. Remains in service. No additional adverse patient effects were reported.